Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from 90 to 98 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015 11:15am) with results of 156 mg/dl and 174 mg/dl. Customer performed back to back blood test prior to call with results of 196 mg/dl and 95 mg/dl on (B)(6) 2015. Verified storage of test strips is within spec. Test strip lot mgr's expiration date is 11/13/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not correctly set): 118 mg/dl, (B)(6) 2015, 09:24:00 am; 118 mg/dl, (B)(6) 2015, 12:24:00 am; 105 mg/dl, (B)(6) 2015, 09:40:00 am; 113 mg/dl, (B)(6) 2015, 11:18:06 am; 112 mg/dl, (B)(6) 2015, 12:28:00 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's misunderstanding of erratic results.